Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced bi-lateral leg weakness/immobility following his trial scs lead implant procedure. CT scans were inconclusive. As a result, the lead was explanted. It was noted there was slight difficulty with lead implantation. No additional information is available at this time.